Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The suspect device has not been received by carefusion.

Event description:
The customer reported when turning the vela ventilator on, all functions on the touchscreen are inoperative. The fault was found during testing, and the nonresponsive touchscreen was confirmed by a service technician. The customer reported the return process has been initiated. The customer initially reported it was during testing but after further investigation, the customer reported patient involvement but no patient injury or harm associated with the event.

Manufacturer narrative:
Device evaluation: results of investigation: the carefusion failure analysis (fa) representative (rep) received the vela front panel assembly. The suspect component assembly was installed on a known good unit and powered in service mode for testing. The carefusion fa rep reported being unable to duplicate the customer's alleged issue in testing. The carefusion fa rep reported the touchscreen was responsive but there was visible water ingress into the resistive touch screen which is a known issue being corrected internally within carefusion.